Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure will be scheduled and performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up appointment, impedance measurements greater than 2000 ohms and loss of capture were observed on the left ventricular (lv) lead. All the pacing configuration yielded impedance measurements greater than 2000 ohms and no capture even at high outputs. The pacing configuration with the tip noted a good impedance measurement; however, diaphragm stimulation was unmanageable. A fracture was suspected, but could not be confirmed. The device was reprogrammed to right ventricular therapy only until a revision procedure could be performed. No adverse patient effects were reported.

Event description:
Information was subsequently received that the lead was explanted and replaced. No adverse patient effects were reported.